Event description:
It was reported that leakage from the gas outlet was detected approximately two hours after initiation of therapy. The device was exchanged without incident. The patient's death was reported to be as a result of their condition and not related to the reported event. Ref #(B)(4).

Manufacturer narrative:
(B)(4). A review of the quality control process indicates that a 100% functional inspection for leakage was conducted during manufacturing for the reported lot. No deviations were noted. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. Maquet cardiopulmonary (B)(4) has initiated CAPA process (CAPA (B)(4)) to implement the appropriate corrective and preventive action. A supplemental medwatch will be submitted when add'l info becomes available.